Event description:
It was reported a leak occurred. The device was found to be damaged. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At the four-month routine follow up appointment, a transesophageal echocardiogram (tee) was performed which revealed color flow that was coming from the center of the closure device. There was no thrombus noted. The physicians ordered a computed tomography (CT) scan in response to the leak, and it was performed 18 days later which revealed the closure device had a tear in the fabric where the leak was observed. No patient complications were reported. The physician is starting the patient back on oral anticoagulant (oac) medication and repeating a tee in three (3) months in response to the event.

Event description:
It was reported a leak occurred. The device was found to be damaged. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At the four-month routine follow up appointment, a transesophageal echocardiogram (tee) was performed which revealed color flow that was coming from the center of the closure device. There was no thrombus noted. The physicians ordered a computed tomography (CT) scan in response to the leak, and it was performed 18 days later which revealed the closure device had a tear in the fabric where the leak was observed. No patient complications were reported. The physician is starting the patient back on oral anticoagulant (oac) medication and repeating a tee in three (3) months in response to the event.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a member of the bsc global medical safety organization. The media review report concluded: five (5) transesophageal echocardiogram (tee) video clips and one computed tomography (CT) still image have been submitted for review. Tee 2d and 3d video clips show 2 small adjacent color doppler jets (one going in and one going out of the closure device) on the proximal surface of the implanted closure device. The CT still image showed the implanted closure device with contrast inside suggesting incomplete seal. There is no indication of a fabric flap, and the available media does not confirm a fabric damage and the color doppler jets are more likely due to small areas on the surface of the closure device that are not yet endothelialized.